Event description:
The customer tested his blood glucose using his breeze2 meter and received readings of 140, 120, and 107 mg/dl. His glucose was retested using another meter and those readings were 270 and 365 mg/dl. The difference between some of the readings falls in the "c" zone of the consensus error grid, making differences clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. No product will be returned.